Event description:
It was reported that the device had the service wrench indicator on, was showing error code meaning that the user test failed. Further to evaluation, it was observed that the device was unable to provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): the device was not evaluated by physio-control. A third party agent evaluated the device and verified the reported failure. The third party agent then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.